Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01941, related manufacturer reference number: 3006705815-2024-01943. It was reported that the patient's leads had high impedances and one lead migrated. Additionally, the patient experienced pain at the ipg site following weight loss. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced and the ipg was repositioned to address the issue. Therapy was restored post procedure.